Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6) . This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. Visual inspection did not identify any abnormalities or defects and functional testing was unable to reproduce the reported issue. The service representative updated the system software and performed a functional check. No further issues were noted. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the bubble sensor of the s5 system was not correctly recognized by the system during a procedure. The display switched between 1/4" and 3/8". There was no report of patient injury.